Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient's pain pump kept on beeping. Additional information received from a consumer reported the patient recently had an MRI and when they tried to use the device at home after the procedure, the pump made a weird sound, had an exclamation and gave the code 8476. The caller was worried they might suffer a cardiac arrest if they could not get a bolus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.